Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customers cartridge ran out of insulin as expected and the customer decided to turn the pump off instead of load a new cartridge. Customer stated their blood glucose levels became "a little high", however customer did not provide a blood glucose value. Customer delivered a manual injection to stabilize blood glucose levels.